Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify how the stapler did not work for the fifth firing? When the stapler did not work for the fifth firing, did the device have power at all? If yes, did the safety lock-out engage (motor started and stopped without delivering any staples or a cut line)? I¿m also seeking clarification on, ¿stapler locked when closed. The reverse button was loose. The blade came out to the end and at the return of the blade was halfway.¿ when the blade came out to the end, did the device fire without the user pressing the firing trigger (fired inadvertently while trying to reverse the blade)? Was buttressing material utilized? If so, which product?

Event description:
It was reported that during a bariatric sleeve procedure, the stapler worked well until the fourth load. In the use of the fifth, stapler did not work. The surgeon was able to open the stapler, the charge was removed and the stapler locked when closed. The reverse button was loose. The blade came out to the end and at the return of the blade was halfway. There were several attempts to return the blade with the reverse button without success. The blade returned alone, releasing the stapler to be opened. Later the stapler worked again. There was no damage to the patient. There was no replacement of the material.

Manufacturer narrative:
(B)(4). Batch # n54y4t. The analysis found that one pse45a device was returned with no apparent damage and with two ecr45w cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested and received: can you please clarify how the stapler did not work for the fifth firing: the stapler blocked; when the stapler did not work for the fifth firing, did the device have power at all: no; if yes, did the safety lock-out engage (motor started and stopped without delivering any staples or a cut line): no. Was buttressing material utilized, if so, which product: it was used another recharge.